Event description:
It was reported that smartstitch broke during the procedure. No patient injury was reported.

Manufacturer narrative:
The reported smartstitch pp connector, intended for use in treatment, was returned for evaluation. From the information provided "broke during the procedure." A relationship between the device and reported incident was established. Visual evaluation shows the device with a broken/detached grasper at distal end. The connector was received with the s-clamp unhooked from the s-hook. The grasper (s-clamp) was not returned. Internal investigation indicates the failure cause for upper s-clamp coming loose or breaking is due to a dimensional discrepancy on the s-hook component. Changes to the component have been implemented to prevent this failure. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual and functional evaluation cannot be performed and customers complaint cannot be confirmed. From the information provided, the smartstitch broke outside the patient. An exact root cause cannot be determined with confidence; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) excessive force. Excessive force applied to the device can result in damage to the device and device failure. The instruction for use (IFU) were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.